Manufacturer narrative:
The device lot number is unknown; therefore, a review of the device history records was unable to be performed. It is presumed that the microstent remains implanted. Additional information was requested from the lead author but was not available. Elevated iop, peripheral anterior synechiae, corneal edema, and secondary surgical intervention are listed in the device labeling as potential adverse events. The case of malignant glaucoma with associated myopic shift, elevated iop, and corneal edema were not correlated to the hydrus microstent by the international panel of six surgeons consulting on the case. Reference: fram nr, bedrood s, durr gm, et al. A mysterious myopic surprise. J cataract refract surg. 2022;48(2):254. Doi:10.1097/j.jcrs.0000000000000882. Manufacturer reference #: (B)(4).

Event description:
The following was reported through a review of a literature for a consultation case titled, "a mysterious myopic surprise." A patient with a history of chronic angle-closure glaucoma underwent femtosecond laser-assisted cataract surgery with hydrus implantation on an unknown date. Two months post-operatively, the patient was referred for a myopic surprise with uncorrected va of 20/80 (correctable to 20/25), and iop was 26mmhg (on 2 iop-lowering medications). Ultrasound biomicroscopy confirmed the diagnosis of malignant glaucoma. The patient underwent repeat laser peripheral iridotomy, and required subsequent iridozonulohyaloidectomy (izh) vitrectomy and goniosynechialysis. After treatment, the myopic refractive shift resolved and at 1-month post-operative examination, the iop was 12mmhg. Six surgeons consulted on this published case report and there were no comments or indications that the hydrus microstent was correlated with this reported case of malignant glaucoma.